Manufacturer narrative:
One opened sample was returned. Evaluation of the sample under 10x magnification showed the following results: the sample was found to have a damaged tip and cutting edge. The device history records (DHR) was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived bluntness and difficulty penetrating as described by the customer. Similarly, damage to the cutting edge of the knife similar to that observed can result in perceived bluntness of the knife like that reported by the customer. However, based on the information above it is unlikely that the damage occurred during the manufacturing process. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. The root cause is unknown. (B)(4).

Event description:
A customer reported a blunt knife was used for the first incision during a cataract surgery. The surgeons at the facility have noticed over the last two months, the knives in the custom packs have been blunt. There was no patient impact reported. This is the first of two reports being filed for this facility.